Manufacturer narrative:
This report is being supplemented to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
Device was inspected at the olympus (B)(4) site. Inspection determined multiple defects on the socket. Two pins were observed to be bent, socket turned 45° to the right and was found broken. Investigation is ongoing therefore the root cause cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device connector is defective. No patient involvement on this event. No user injury reported.